Event description:
It was reported that during a laparoscopic procedure, the clip was malformed at the 3rd firing. Another device was used to complete the case just in case though the device functioned as intended out of the patient after the event. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.